Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced an infected open wound at the ipg pocket site. Patient was given oral antibiotics. Surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
A patient experienced an infected open wound at the ipg pocket site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated that the infection resolved.